Event description:
A request for a battery life calculation was received in which the patient's seizure count was observed to have almost doubled (516 to 956) in the course of a year. Follow-up with the physician revealed that he believed the increase could be due to loss of battery life and the patient may need a generator revision surgery. There were no causal or contributory medication changes, programming changes, or other external factors that preceded the onset of the seizures. The seizures were not a baseline levels (unknown if above or below) and the patient's medications are being monitored.